Event description:
It was reported that after the device was removed from the patient, it was noted that the proximal fluorosaver marker was peeled off. The physician was unable to inflate the balloon outside the patient. There was no clinical consequence to the patient. No further details were provided.

Manufacturer narrative:
Event description: corrected. The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the microcatheter fluoro saver marker was peeled. There were no other visual anomalies noted to the balloon catheter shaft. The radio opaque (ro) marker bands were confirmed to be present on the balloon catheter and there were no anomalies noted to the ro marker bands. A test was conducted to re-create the peeled fluoro saver marker under normal working conditions and the study failed to re-create the event under normal working conditions. During final inspection, each device was visually inspected for the presence of the fluoro saver marker. Review and analysis of available information and investigation results was unable to identify a definitive root cause for the reported event of the fluoro saver marker peeling. During functional inspection the balloon catheter was flushed without difficulty. During functional test an attempt was made to inflate the balloon but a leak was noted at the proximal end of the balloon. The balloon was reported to have successfully inflated and used during the procedure; therefore, it is probable that the balloon was damaged at some point during removal from the patient causing the reported balloon leak. It is possible that the reported balloon leak is related to some procedural factor that limited the performance of the device. Therefore, it was determined that the reported event was related to operational context.

Event description:
It was reported that the maximum inflation volume used to inflate the balloon inside the patient was nominal (4mm/0.10cc). The device was successfully inflated and used inside the patient. However, the balloon failed to inflate outside the patient after it was removed and there was the balloon leak and rupture noted. It was noted after the device was removed from the patient that the proximal fluoro saver marker was peeled off on the balloon catheter shaft. There was no clinical consequence to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
The physician was able to visualize under fluoro both fluoro-saver markers (distal and proximal) for the balloon; however, it is unknown if he can visualize a fluoro-saver marker on the catheter shaft during the procedure. The maximum inflation volume used to inflate the balloon inside the patient was nominal (4mm/0.10cc). The device was successfully inflated and used inside the patient. However, the balloon failed to inflate outside the patient after it was removed and there was the balloon leak and rupture noted. It was noted after the device was removed from the patient that the proximal fluorosaver marker was peeled off. There was no clinical consequence to the patient.